Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer indicated via phone call that he had unexplained low blood glucose of 30 mg/dl. At the time of the call, the customer had blood glucose of 356 mg/dl. Troubleshooting found that the drive support cap was normal but that the time and date settings were incorrect and the bolus wizard was not programmed correctly. The customer also received a motor error. Troubleshooting assisted customer in clearing the alarm and explaining pump settings. Customer was advised to follow up with their doctor regarding the low blood glucose and to monitor the pump.